Event description:
Pt called lfs in 4/2003 alleging the ot ultra meter would not power off. To start a new test, pt has to turn the meter off and then turn it back on. When the meter does not turn off, pt cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value. Pt has been taking the insulin for a month without knowing what the blood sugar reading was. The customer was not aware of the phone number on the back of the meter until today. The issue with the meter was not resolved. No further info has been reported.